Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to have reached end of life (eol) approximately 2 months ago due to a charge time (CT) of greater than 30 seconds. The patient was later to undergo an unrelated surgery, and thus magnet application was questioned. Technical services (ts) discussed the potential for the device to go to storage mode due to the monitoring voltage of 2.19. They also discussed magnet use and recommended replacement as soon as possible. No adverse patient effects were reported. At this time, attempts to obtain additional information have been unsuccessful.

Event description:
Additional information was provided that this device was later explanted due to normal battery depletion. No adverse patient effects were reported.